Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 20 atms. The number of inflations and to what atms is unk. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.